Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing of atrial impedances using a mobile programmer's analyzer, the mobile programmer application froze and a white error screen was generated. The mobile programmer application was shut down and re-paired to the mobile programmer. The mobile programmer remains in use. No patient complications have been reported as a result of this event.